Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false bradycardia episodes due to undersensing of qrs complexes. It was noted that the undersensing occurred during bigeminy, as well as before or after premature ventricular contractions (pvc). The icm remains in use. No patient complications have been reported as a result of this event.